Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and belt (B)(4) is currently underway. A supplemental report will be submitted upon completion of the equipment evaluation. Device manufacture date & device usage monitor: (B)(6) 2012 - reuse. Electrode belt: (B)(6) 2015 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient experienced an inappropriate defibrillation event. Oversensing of a small cardiac signal and motion artifact contributed to the false detection. The rhythm at the time of the treatment was sinus bradycardia at 50 bpm. The patient was reported to be at home and conscious at the time of the event. The patient did not press the response buttons during the treatment event. The patient did not seek medical attention and continued use of the lifevest. Further details received from the distributor indicate that the patient passed two days later while wearing the device. No allegations that the device caused or contributed to the patient passing. While wearing the device on the day of passing, several asystole events were recorded and not treatments were delivered. Asystole is considered a non-shockable rhythm.

Manufacturer narrative:
Device evaluation - 01/20/2017: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The investigation into the event concludes that there was no device malfunction. The primary cause of the inappropriate shock event was lack of response button use by the patient, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as oversensing of a small cardiac signal. A secondary cause was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) is currently underway. A supplemental report will be submitted upon completion of the equipment evaluation. Device manufacture date & device usage: monitor: 10/11/2012 - reuse, electrode belt: 10/10/2015 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on 01/19/2016 to report that a patient experienced an inappropriate defibrillation event. Oversensing of a small cardiac signal and motion artifact contributed to the false detection. The rhythm at the time of the treatment was sinus bradycardia at 50 bpm. The patient was reported to be at home and conscious at the time of the event. The patient did not press the response buttons during the treatment event. The patient did not seek medical attention and continued use of the lifevest. Further details received from the distributor indicate that the patient passed two days later while wearing the device. No allegations that the device caused or contributed to the patient passing. While wearing the device on the day of passing, several asystole events were recorded and not treatments were delivered. Asystole is considered a non-shockable rhythm.